Event description:
It was noted pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. A versacross connect (vcc) kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) was performed, and a small existing pe was identified. After the femoral vein access, a full dose of heparin was given. The transseptal puncture (tsp) was completed using vcc through the watchman trusteer access sheath (was) and the vcc wire was placed in the left superior pulmonary vein. The resulting activated clotting time (act) was 366 seconds. The was was advanced into the left atrium. A pigtail catheter was inserted and advanced into the laa. It was felt that the pigtail catheter was seated a bit deep upon first contrast shot. The physician was advised to bring the pigtail catheter back to the middle of the laa. Another contrast shot was taken, and sizing was determined. There was never a sign of contrast seen in pericardium on fluoroscopy imaging. A 20mm watchman flx pro closure device and delivery system was inserted into the was and immediately after insertion an anterior laa pe was noted so the procedure was aborted. Increased heart rate and hypotension was noted. Within five (5) minutes, a pericardiocentesis was performed and a pericardial drain was placed due to the pe growing in size. The patient was stable overnight with no fluid noted in the pericardial drain. The following day post attempted index procedure, the patient was awake and having the pericardial drain pulled. The patient is expected to fully recover.